Event description:
It was reported that the patient experienced pain with an inflatable penile prosthesis (ipp) due to it appearing to be oversized and "buckling". A surgical procedure was performed in which the existing device was removed and a new ipp was implanted, downsizing by 1 centimeter. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further clarified that "buckling" meant the implant was "bunching up" as if it was too big. The device did not present any malfunctions associated with it. The patient was said to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.